Event description:
The pt received two leads with the same lot number. It was reported the physician explanted the pt's system. Follow up identified the pt was not receiving effective stimulation coverage, and had quit using the system in 2011.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.